Event description:
It was reported that the ICU, the user met with difficulty when trying to insert the swg into the catheter stating it didn't "fit" in the catheter making it impossible to insert the swg through it. As a result, a new brand was opened and used without issue. There was no reported delay, death, or complications to the pt as a result of this occurrence.

Manufacturer narrative:
(B)(4). Eval: a guide wire and a central venous catheter were returned for analysis. The returned guide wire is kinked approx 33 cm from the distal j-end and has multiple kinks within 2 cm of the proximal straight end. A manual tug test on both ends of the guide wire found no unraveling or separations. Microscopic examination of the welds found both welds are typical, full and spherical. The diameter of the guide wire was measured and met specification. Since the straight (proximal) end of the guide wire is damaged, the j-end of the guide wire was inserted into the tip of the catheter. All of the guide wire passed through the catheter except for the damaged part at the proximal end. The kinks prevented the proximal end of the wire from passing through the catheter. Instructions for use describe suggested techniques to minimize the likelihood of guide wire damage during use. The investigation found no evidence to suggest a manufacturing related cause. The reported complaint of a guide wire not passing through the catheter was confirmed through visual inspection and functional testing of the returned sample. Multiple kinks at the proximal end of the guide wire prevent it from passing into the catheter. Based upon the location of the kinks and the report that the difficulty was not discovered until attempting to insert the wire into the catheter tip, the potential cause was determined to be procedure related.